Event description:
It was reported that during a supply change the user was unable to observe insulin drops during the press-and-hold step, and the spouse detected the smell of insulin; a leaking cartridge was identified, and the user completed a full supply change with new components under customer care's guidance. Investigation included agent-assisted walkthrough of the supply change and replacement of the suspected leaking cartridge and connector. Investigation of this case revealed a suspected cartridge leak consistent with a supply component issue. No clinical symptoms associated with exposure to insulin odor. Outcomes included successful restoration of therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that user assistance and replacement of implicated supplies resolve the issue and that the probable cause was a leaking cartridge during setup.